Event description:
Customer reported several issues with the pump, including half of the screen being blacked out, difficulty with the cartridge getting stuck, and inaccurate insulin unit readings. There was no adverse impact to the customer's blood glucose level. The customer declined any further follow-up from cts, and no additional information regarding corrective actions was available.